Manufacturer narrative:
Balancer chip broke during use. There was no adverse impact to the pt. Surgery proceeded w/o incident. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Balancer chip broke during use. There was no adverse impact to the pt. Surgery proceeded w/o incident.